Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported nurse was inserting the dilator into the pediatric patient for PICC placement and could not get it to go through. It was hung up on the patient's skin. She ended up getting a new micro-introducer kit to help her insert. No patient impact.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed; however, the exact cause could not be determined. One 4.5 fr galt microintroducer was returned for evaluation. An initial visual observation revealed some biological residue in the returned device. The microintroducer shaft was slightly curved and the sheath tip appeared to be damaged. A microscopic observation revealed bulging and buckling of the sheath tip and what appeared to be a somewhat abrupt transition between the sheath tip and the dilator. The implicated device is a supplied component and the supplier's evaluation indicated that the parts were manufactured within specifications. While the exact root cause for the observed damage could not be determined, possible contributing factors include excessive insertion force, steep insertion angle, and inadequate skin nick. This complaint will be recorded for future trending and monitoring purposes.